Event description:
It was reported that the battery gauge was fluctuating and intermittently not charging. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.